Event description:
It was reported that a minicap would not connect correctly to a transfer set. The reporter stated that there was an ¿issue with the threads on [the minicap], it did not fit correctly, it was not clicking completely tight and was then leaking the iodine.¿ this occurred during patient use. The reporter indicated that the transfer set had been in use for about three months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by twisting the minicap clockwise onto the transfer set luer until firmly secured. The minicap could not be removed from the luer except by rotating counter clockwise. The device operated per specification during the functional testing. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.